Manufacturer narrative:
Device is combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in the left anterior descending artery. A 32x2.50mm promus premier drug eluting stent was deployed. However, post-deployment, it was noticed while taking orthogonal views of the stent that a distal edge dissection had occurred. The dissection was then covered with another promus premier stent and the procedure was completed. There were no patient complications reported and the patient's status was stable.